Manufacturer narrative:
(B) (4). Result (B) (4) refers to the anchor. Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. There was no telemetry using an 8840 programmer. There was no output on every electrode pair. The ins did not sync with a pt programmer. A physician mode recharge (pmr) was done and the ins started charging automatically after one pmr. The ins was recharged to full. Following recharge, there was good, stable output on each electrode pair at the pt's settings. There was good, stable output on every electrode pair. The output matched the programmed settings. It was noted that the ins had not been recharged since (B) (6) 2008. The rechargeable ins was functionally ok, but the battery had reduced capacity due to overdischarge. Final device analysis of the first lead (lot # v079106002) revealed no significant anomalies. The lead was ok, but the insulation was cut/melted. It was also noted that the stylet coil was crushed/kinked where there were suspected tool marks in the outer insulation. Final device analysis of the second lead (lot # v079106003) revealed a reliability non-conformance. The #7 conductor was broken at the #7 electrode crimp sleeve. It was also noted that the stylet coil was crushed/kinked where there were suspected tool marks in the over insulation. Final device analysis of the anchor revealed no significant anomalies. The anchor sleeve was cut. Two section of an anchor were returned with sutures threaded through the silicone in some places.

Event description:
The device was returned following routine elective replacement indicator (eri) explant. No pt symptoms or outcome was reported.